Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
An optometrist reported an unexpected refractive outcome following an intraocular lens (iol) implant procedure. The surgeon originally targeted -2.50 for near vision. The postoperative refraction was plano+1.25x170 for distance vision.